Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified check syringe plunger sensor alarm in history. During functional testing the check syringe plunger sensor alarm was found while setting up for the flow test. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a syringe plunger not in place error. No patient injury was reported.